Event description:
The customer reported that pt images were lost as a result of a system lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The corrupt images were deleted off the system and the memory and hard drive connections were reseated. The system was tested and found to be working as intended and put back into service.